Event description:
It was reported that prior to a breast biopsy procedure an error message was noted on initialization of the device. The procedure was completed. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.